Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, a coronary aneurysm occurred. The lesion was located in the left anterior descending (lad) artery. An unspecified taxus express2 drug eluting stent (des) was successfully deployed in the lad. Approximately 78 days later, the patient was diagnosed with a coronary aneurysm located proximal to the previously placed taxus express2 des. An unspecified procedure to treat the aneurysm was scheduled. Follow-up information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.